Manufacturer narrative:
H10: updated h6 (health effect - impact code). H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that has not received the device/adequate clinical documentation to fully evaluate the complaint. One undated, unlabeled photo of the patient¿s right achille's swollen surgical site was provided that support the complaint along with an undated, unlabeled photo of the removed implant. Based on the information provided, "the implant did not incorporate, there was no reaction. The regeneten bioinductive implant was removed, and the site was evaluated by direct visualization by the surgeon. Per report, the surgeon determined there was no infection and no further action was required." Since it was reported, the patient was treated with therapy after the second surgery and is doing well, no further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that after three months of an achilles reattachment procedure with four suture anchors; from another unknown vendor; and renegeten bioinductive implant with tendon and bone anchors, the patient was still swollen and with some pain. A second surgery was performed after 5 months of the procedure and there was no visible infection. The regeneten implant was removed, tissue was evaluated and deemed no further repair was necessary. The patient is doing well.